Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 500mcg/ml at 125mcg/ml via an implantable pump for unknown indications for use. It was reported that the hcp was not able to fill the pump and there was a seroma present. It was further reported that the pump flipped in the pocket. There were no environmental/external/patient factors that had led or contributed to the issue and no diagnostics/troubleshooting was performed. Actions/interventions taken included a surgery. The hcp took the patient back to the operating room (or) to flip the pump back in the correct position and re-anchored the pump down. When opening the pump, there was a superficial suture infection but nothing was seen in the pump pocket. It was further reported that the patient would be followed closely and monitored. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was not made available.